Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case and lower case are broken. Keyboard pad and serial number label are damaged. Battery drawer o-ring is missing. (B)(4).

Event description:
It was reported the device won't pass self test. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.